Event description:
It was reported that patient had a routine system controller exchange.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller was not returned for analysis. It was reported that the patient had a routine system controller exchange. Multiple attempts for additional information, including patient identification, product serial numbers, and product status, were sent to the customer; however, no further information has been provided at this time. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. The heartmate iii patient handbook and heartmate iii instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.